Event description:
Reporter indicated his son had a vns therapy system in the past and it did provide efficacy; however, it was explanted due to the patient being so thin that the generator was coming out of the skin. Good faith attempts to obtain additional information have been unsuccessful to date.